Event description:
The patient reported that following a difficult pump refill in 2007, the patient experienced weakness, leg heaviness, lethargy, unresponsiveness and was found in her car with an abnormal respiratory rate requiring intubation. The patient was admitted to the hospital for overdose and was reported to be unconscious for several days. While the patient was hospitalized, pump programming was verified to be correct; 2.5 ccs were aspirated from the pump several days after the refill. The pump which contained compounded baclofen 500 mcg/ml at an unknown daily dose was subsequently programmed to minimum rate and the patient was given oral baclofen until a determination of the cause of the event was made. The manufacturer's representative reported that the hcp did not perform troubleshooting, but refilled the pump with a small amount of drug and monitored the patient for 45 minutes, prior to her leaving clinic following discharge from the hospital. The patient has recovered without sequela and is "doing fine".